Manufacturer narrative:
Failure investigation results: tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Bg cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was instructed to consult with their healthcare provider.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.